Manufacturer narrative:
(B)(4). Reference exemption number e2017029.

Event description:
It was reported that the distractor was sticking. The distractor was removed and replaced.

Manufacturer narrative:
An investigation was performed using lab analysis which revealed only surface damage and bending. Device function was tested and there was no failure detected. The complaint percentage was not calculated and the device history records and risk files were not reviewed, as no product failure was found. The root cause cannot be determined due to no device failure being found. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.